Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device's adjuster fork cpl was cracked and could not insert the saw blade device because the adjuster fork cpl had moved away from the housing. A visual and functional assessment was performed on the device which found that the unit failed the general condition step - cracked adjuster fork, steel housing version check - needed to be updated and saw blade coupling check - could not insert the saw blade. During repair, it was observed that the adjuster fork was cracked and moved away from the housing and the internal components were corroded. It was determined that the issue associated with the cracked adjuster fork (breakage of the tuning fork) was related to an incorrect specification (design issue). The assignable root causes were determined to be due to wear from normal use over time and design. The design issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary patellar luxation corrective surgery, when the block recession trochleoplasty was being performed, it was observed that a part of the saw attachment device cracked upon actuation. According to the reporter, the fissure within the intermediate ring (holding the small pegs used for blade stabilization) when setting a sawblade cracked. It was reported that the facility identified performing procedures the same way when the older version of the in-line saw attachment device was used. It was reported that the sawblade coupling end did not come apart. There was a ten minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.